Manufacturer narrative:
As reported in a research article, a trifecta valve was explanted due to regurgitation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on 30 march 2015, a 21mm trifecta valve was implanted in a patient with endocarditis on the native valve. In 04 october 2015, transthoracic echocardiogram (tte) showed slightly dilated left ventricle with a end-diastolic diameter at 60 mm, lvef estimated at 70%, aortic leak estimated at least grade ii, on bioprosthesis, extra-aortic at 7 o'clock, with eccentric jet in the plane of the annulus and an image compatible with an abscess (detergent abscess confirmed on angiography). In addition, central mitral leak estimated strong grade ii to iii/IV, of a mixed restrictive and functional mechanism. Pulmonary high blood pressure at 68 mmhg and the patient was scheduled for surgical intervention. Preoperative assessment determined aortic insufficiency grade IV as well as appearance of ruptured abscess in the outflow chamber of the left ventricle. Right coronary had long lesion evoking an old non-obstructive embolism. On 12 april 2018, aortic valve replacement with a new 19mm trifecta valve was completed. In addition, mitral valve repair was also completed in the same procedure. The patient status is unknown. No additional information was provided.